Event description:
It was reported that this pacemaker recorded signal artifact monitoring (sam) episodes and rythmiq feature episodes. Both sam and rythmiq feature episodes appear to have been triggered due to electromagnetic interference (emi)/external noise as the noise is over sensed on the right atrial lead but there is some very fine noise that is not over sensed on the right ventricular lead channel. During the episodes, impedances on right atrial lead channel are all categorized as noise so there is no measurement due to the emi but afterwards, lead measurements are stable. There is no noise on presenting electrogram. The health care professional (hcp) is going to observe the patient as does not appear there is a lead or device issue. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.